Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was also reported that the patient was having difficulty charging the ipg. Database (db) analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. It was noted that the patient had weight loss. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.